Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the drain successfully removed from the patient with no consequences? Was a new drain surgically inserted in the patient to complete the case? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a breast surgery on (B)(6) 2018 and drain was used. During the procedure, the drain was broken outside the patient when pulling the drain by holding with mosquito forceps. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Received one piece of drain. There is a sign of cut on the drain; it broke following damage in use. The drain broke following damage in use.

Manufacturer narrative:
Pc-0(B)(4). Additional information was requested and the following was obtained: was the drain sucessfully removed from the patient with no consequences? Yes. Was a new drain surgically inserted in the patient to complete the case? No information.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.